Event description:
It was reported that the implantable pulse generator (ipg) went to elective replacement indicator (eri) earlier than expected. It was also noted that both the right atrial (ra) lead and right ventricular (rv) leads exhibited oversensing. The leads remain in use and the device was explanted and replaced. No patient complications have been reported as a result of this event.